Manufacturer narrative:
St. Jude medical is in the process of evaluating this device. A follow-up report will be submitted once the analysis is complete.

Event description:
The agilis was inserted in the body, and maneuvered through the septum into the left atrium. When the dilator was removed, arterial blood started leaking from the connection between the sideport and the agilis body. When the agilis was removed from the body, it was noted that the sideport was sheared within the body of the agilis. Another agilis from the same lot was opened and used. There were no consequences to the pt.